Manufacturer narrative:
(B)(4). Complaint conclusion: as reported, once the 6f/7f mynxgrip vascular closure device (vcd) balloon butted up against the sheath, "it started to back out, encountered a little bit of extra resistance (not excessive) and then the balloon entered into the sheath". The sheath and vcd were removed and manual pressure was applied for 45 minutes. The product was stored as instructed per labeling. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. The vcd was being used in conjunction with a 6f procedural sheath introducer for femoral arterial closure following an interventional peripheral procedure. The mynx vcd was prepped according to IFU instructions. During prep, the vcd was purged of air. The balloon did not lose pressure. The patient's hospitalization was extended as a result of the event. No adverse patient effects were noted. The patient was noted to have recovered. A non-sterile mynxgrip vascular closure device 6f/7f involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that the shuttle was engaged to the black handle. The balloon of the returned device was visually inspected and the results revealed that the balloon¿s distal tip was severely inverted and the core wire was curved, which indicates that excessive tension was applied to the device during pullback, which would cause the balloon to partially collapse. During the investigation, vacuum was drawn from the balloon, then the balloon was fully inflated with water and pressure was maintained. The inflation indicator performed per specification. The inflated balloon diameter was also verified and was noted to be within specification. A device history record (DHR) review of lot f1808003 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon pull through¿ was confirmed through analysis of the returned device due to the damage noted to the tip. Based on the information provided and the investigation performed, the root cause of the reported event may have been caused by excessive tension was applied to the device during pullback as evidenced by the severely inverted distal tip and curve core wire. According to the instructions for use, which is not intended as a mitigation, users are instructed to purge the device of air by drawing vacuum with 2-3 ml of sterile saline prior to use. While in use, the user is instructed to pull lightly on the device handle to ensure the balloon is abutting the vessel wall during deployment. Failure to completely purge the device of air during the prep phase along with excessive tension applied to the device during pullback can cause the balloon to partially collapse as the air in the system is exposed to additional compressive forces. The collapsed balloon can then be pulled through the arteriotomy, resulting in removal of the sealant and access. Neither the DHR review nor the product analysis suggests that the reported failures could be related to the manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time. Should additional relevant information become available, a supplemental MDR will be filed.

Event description:
As reported, once the 6f/7f mynxgrip vascular closure device (vcd) balloon butted up against the sheath, "it started to back out, encountered a little bit of extra resistance (not excessive) and then the balloon entered into the sheath". The sheath and vcd were removed and manual pressure was applied for 45 minutes. The product was stored as instructed per labeling. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. The vcd was being used in conjunction with a 6f procedural sheath introducer for femoral arterial closure following an interventional peripheral procedure. The mynx vcd was preped according to IFU instructions. During prep, the vcd was purged of air. The balloon did not lose pressure. The patient's hospitalization was extended as a result of the event. No adverse patient effects were noted. The patient was noted to have recovered.

Manufacturer narrative:
Complaint conclusion: as reported, once the 6f/7f mynxgrip vascular closure device (vcd) balloon butted up against the sheath, "it started to back out, encountered a little bit of extra resistance (not excessive) and then the balloon entered into the sheath". The sheath and vcd were removed and manual pressure was applied for 45 minutes. The product was stored as instructed per labeling. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. The vcd was being used in conjunction with a 6f procedural sheath introducer for femoral arterial closure following an interventional peripheral procedure. The mynx vcd was preped according to IFU instructions. During prep, the vcd was purged of air. The balloon did not lose pressure. The patient's hospitalization was extended as a result of the event. No adverse patient effects were noted. The patient was noted to have recovered. A non-sterile mynxgrip vascular closure device 6f/7f involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that the shuttle was engaged to the black handle. The balloon of the returned device was visually inspected and the results revealed that the balloon¿s distal tip was severely inverted and the core wire was curved, which indicates that excessive tension was applied to the device during pullback, which would cause the balloon to partially collapse. During the investigation, vacuum was drawn from the balloon, then the balloon was fully inflated with water and pressure was maintained. The inflation indicator performed per specification. The inflated balloon diameter was also verified and was noted to be within specification. Additionally, 4 sterile unused mynxgrip devices from the same lot were received for evaluation in the original sealed packages. Three samples were randomly chosen for visual inspection and no anomalies were observed. The three sterile unused mynxgrip vascular closure device 6f/7f was returned for investigation. During the investigation, leak testing was performed and found no leak in the balloon. The balloon was fully inflated with water and pressure was maintained and the inflation indicator performed per specification. The inflated balloons diameter were also verified and were noted to be within specification. All three devices passed the test and are deemed to meet specifications. A device history record (DHR) review of lot f1808003 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon pull through¿ was confirmed through analysis of the returned non-sterile device due to the damage noted to the tip. Based on the information provided and the investigation performed, the root cause of the reported event may have been caused by excessive tension was applied to the device during pullback as evidenced by the severely inverted distal tip and curve core wire. According to the instructions for use, which is not intended as a mitigation, users are instructed to purge the device of air by drawing vacuum with 2-3 ml of sterile saline prior to use. While in use, the user is instructed to pull lightly on the device handle to ensure the balloon is abutting the vessel wall during deployment. Failure to completely purge the device of air during the prep phase along with excessive tension applied to the device during pullback can cause the balloon to partially collapse as the air in the system is exposed to additional compressive forces. The collapsed balloon can then be pulled through the arteriotomy, resulting in removal of the sealant and access. Neither the DHR review nor the product analysis suggests that the reported failures could be related to the manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time. Should additional relevant information become available, a supplemental MDR will be filed.